Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Due to a defect in the socket of the scope, it is likely that a communication failure occurs while swinging the scope and the image is not displayed. It is likely that the led on the front panel blinked due to dust on the scope sensor. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the light source had no image while shaking scope due to a defective socket and the front panel led was blinking due to dust on the scope sensor. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.